Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the trigger of the device was blocked, jammed, and moving heavily. It was noted that the press pin was found to be faulty. Therefore, the reported condition was confirmed. It was further determined that the device failed pretest for check attachment coupling with attachments, and check the attachment coupling. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an issue when in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.